Event description:
Additional information was received indicating that the infusion was life sustaining.

Manufacturer narrative:
Other text: h2: see b5. H3: one cadd legacy plus pump was received in good physical condition. The unit was ran with an empty cassette with the previous settings (user's last settings) for a few times and the reported issue could not be duplicated. The downstream occlusion sensor (dso) will be replaced as a preventative measure. There was no fault found with returned pump.

Event description:
Information was received indicating that while in use of a smiths medical cadd legacy plus pump, the patient reported that her pumps were alarming "no disposable detected". It was reported that the patient was admitted to hospital for continued IV therapy. Subsequently, new cassettes and pumps were provided, and it was noted that the pumps could not work with the patient's cassettes but worked with a new cassette. No further adverse effects were reported.